Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Info was provided to the manufacturer through their device tracking system indicating a pt outcome of expiration. The cause of expiration noted as, "catastrophic head bleed." The pt experienced neurologic changes and emergency svs (ems) transported the pt to a medical ctr. The pt's inr was 3.9 and all other labs within normal limits. A computed tomography (CT) scan showed an 8 mm clot with brain midline shift. The pt was immediately airlifted to the implanting ctr. Upon arrival, the pt had rapid neurological changes and was emergency intubated, taken to the operating room for a craniotomy, hematoma evacuation and irrigation, in neuro-ICU, the pt continued to bleed with increasing icp. Based on the poor prognosis of the pt, the family elected to withdraw care. Per the vad coord, the event was unrelated to the device. Interrogation of the pump showed there were no speed/flow drops or power spikes.